Event description:
It was reported that during shoulder cuff repair surgery, the device head melted and fell off the debris. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection shows minimal electrode wear with contamination/discoloration and scratch/scuff marks on the spacer/screen and the return electrode. The head visually shows no damage or fell off debris. Factors that could contribute a damaged tip or detached electrodes may a.) Result from vigorous use against bony surfaces; b.) Irregular wear of the electrodes leading to malfunction c.) Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use ("IFU") provided with the device associated with set-up and use of the device. There were no indications that would suggest that the device did not meet product specification upon release into distribution.